Event description:
It was reported that the his lead exhibited high thresholds. The his lead was explanted and replaced with an left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.